Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that the "drill warms up". There was no reported patient impact.

Manufacturer narrative:
Additional information received: preoperatively, the device heated in less than 1 minute. (B)(4). Concomitant devices: 1845010, attachment 1845010 indigo otol straight, s/n (B)(4), lot 207346020 manufactured: 09/04/2013 (B)(4); 1845020 attachment 1845020 indigo otol angled, s/n (B)(4), lot 206955597 manufactured: 05/10/2013 (B)(4). (B)(6). Product evaluation: analysis of the devices expected but not yet begun. (B)(4).

Event description:
Additional information received: preoperatively, the device heated in less than 1 minute.

Manufacturer narrative:
Date of this report: 08/31/2016. Date manufacturer received: 01/23/2017. Product evaluation: ** drill 1845000 indigo high speed otologic: pre-repair temperature tests were performed. After running the device for 1 minute at 60k, the results were as follows: t1: 77f, and, t2: 75f. The drill ran rough; motor housing is faded and the collet was worn. The motor, collet and 2 o-rings were replaced. The handpiece was successfully tested to manufacturing specifications. ** attachment 1845010 indigo otol straight: pre-repair temperature tests were performed. After running the device for 1 minute at 60k, the results were as follows: t1: 77f, and, t2: 89f. The bearings and laser markings were corroded. The device was cleaned, parts replaced and successfully tested to manufacturing specifications. ** attachment 1845020 indigo otol angled: pre-repair temperature tests were performed. After running the device for 1 minute at 60k, the results were as follows: t1: 94, t2: 96, and t3: 87. Bearings and internal parts were corroded and some laser markings were faded. The device was cleaned, parts replaced and successfully tested to manufacturing specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.